Event description:
Reporter alleged finding the customer not responding and customers blood glucose result was 134 mg/dl on the advantage system. Reporter stated calling the paramedics and when they arrived, began treating the customer with an IV of unknown contents, however, within 10 minutes measured customers glucose in the 80s mg/dl. Reporter indicated the customer was transported to the hospital and treated with another IV, contents unknown. No other actions were reported taken or treatment received. Reporter stated the test strips begin used during the time of the incident had been discarded. No information about values, if any, were provided from the system preceding the incident. No product is being returned for evaluation, however, return of the suspect product was requested.